Event description:
It was reported one of the siderails would not remain in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was evaluated by the distributor.